Event description:
The patient received his scs system on (B)(6) 2008. It was reported that since implant, the patient has encountered problems when using his magnet to initiate stimulation. Shortly after therapy begins from the magnet prompt, the ipg will turn off. In an effort to resolve this matter, a replacement programmer and magnet were shipped to the patient. Follow-up on the patient found that the reported problem persists with the use of the replacement products. Despite the issue, the patient is said to be receiving effective therapy and is satisfied with his current scs system. This report is being submitted as a precautionary measure as similarly reported events have led to the explant of the ipg.

Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Results: review of the DHR found a nonconformance related to the lot. Two units out of the lot of 40 were found to have foreign material in the tray; however, the nonconformance was identified as a cosmetic issue and did not affect product integrity or product functionality and the two units were approved for use. The DHR anomaly is not related to the alleged device failure. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.